Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Rv pacing impedance increased from baseline near 400 ohms to >1500 ohms on (B)(6) 2016. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and rv lead impedance variation in last 60 days. A 103 v-sic occurred since (B)(6) 2016. The 15 nsvt episodes of <(><<)>220 ms v-v cycle recorded on (B)(6) 2016. Concomitant product: 5076-45 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited increased sensing integrity counter (sic), oversensing, and high impedances. The lead detections were programmed off, and the lead will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.